Manufacturer narrative:
Product analysis: the valve was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this 26mm transcatheter bioprosthetic valve, at release of the valve, upon expansion to 80%, the valve was observed to be under expanded (approximately 50% of normal). The valve was recaptured, removed from the patient and flushed per normal procedure. A pre implant bav was performed with a 15mm non-medtronic valvuloplasty balloon without incident. The patient remained slightly hypotensive (~80mmhg systolic) throughout. The valve was introduced again and deployed to 80%. While still under expanded somewhat, the valve was considerably better than first attempt. The depth was approximately 3 millimeter (mm) non-coronary cusp (ncc)/3mm left coronary cusp (lcc). The decision was made by the implanting team to release and post dilate valve. The delivery catheter system (dcs) was removed and a 16fr sheath was reinserted without incident. Hemodynamically, the patient appeared to have very little diastolic separation, although the echocardiogram team stated "no paravalvular leak (pvl) and the valve looks good". The patient remained hypotensive with systolic pressures 60-80mmhg. Post-implant bav was performed with a 20mm valvuloplasty balloon. The balloon ruptured during inflation, however there did not appear to be any incident resulting from this. The valve remained in position and further expansion was noted. Good diastolic separation was noted. No systolic gradient was noted. However, the patient remained hypotensive. Approximately 5 minutes later, the blood pressure dropped to 40-60mmhg systolic despite medical support. The echocardiogram still stated that valve deployment was successful. The implanting team made a decision to perform an aortogram which revealed no pvl, however the valve appeared to have migrated 3-4mm aortic without any manipulation from team. The patient was now profoundly hypotensive and ventricular fibrillation was noted. Defibrillation was performed successfully. Diastolic separation was still good, however, the left ventricle end diastolic pressure (lvedp) was approximately 40mmhg. The surgeon opted to open the chest and manually decompress left ventricle. Since chest was already opened, it was decided to explant the transcatheter aortic valve. A 21mm non-medtronic valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that a window was opened on the pulmonary vein (pv window) to drain blood from the heart and decompress the heart to allow for successful defibrillation during the coding of the patient. This was performed after the emergent sternotomy and just prior to the explant of the valve and implantation of the non-medtronic valve. If information is provided in the future, a supplemental report will be issued.